Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 86.1cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured. The device was removed from the patient's body without additional intervention. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.